Manufacturer narrative:
Follow-up # 1 ¿ 07/17/2014.the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis on07/08/2014 with the following findings:error 5 message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 5 meter issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.